Event description:
Medication administration was complete. Extension tubing was connected to primary tubing for infusion. Upon completion, nurse was unscrewing extension tubing from primary line, when screw cap broke, and part of extension tubing remained inside primary tubing piggy back cap valve, creating an open system. Blood began to back flow, and stockcock was in place, and utilized. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in this report is the extent to which we identify medications involved or patient contact.